Event description:
It was reported that approximately 63 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, instability, joint laxity, metal related pathology, osteolysis, pain, scar tissue, synovitis. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: (B)(6) - 200-02-38 - three peg patella 38mm; (B)(6) - 200-65-09 - cr tibial insert sz 5, 9mm, slope +; (B)(6) - 204-04-54 - trapezoid tibial tray sz 5f/4t. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-00894. The reason for the revision reported cannot be determined from the available information but may have been reported at this later time due to inclusion of one of the implanted devices in the packaging recall. However, the reported prosthesis wear and instability could not be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.